Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers scrolling occurred during testing. The device had broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker.

Event description:
It was reported that the insulin pump had scrolling numbers, which the customer attempted to fix by taking the batteries out. Upon reinsertion of the batteries, the insulin pump alarmed button error. The blood glucose reading was 199 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.